Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Customers blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer declined to reload the cartridge and declined any further assistance.